Manufacturer narrative:
Literature citation: james meeker et al. Revision techniques in total ankle arthroplasty utilizing a stemmed tibial arthroplasty system. Techniques in foot and ankle surgery. 2013; 12: 99-108. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported by meeker et al in an article titled "revision techniques in total ankle arthroplasty utilizing a stemmed tibial arthroplasty system" that complications in the revision surgeries involving inbone ii included 2 cases of medial malleolar fracture, one tibial fracture and one posterior tibial compression that required neurolysis. Additionally, one patient sustained a prosthetic dislocation post-op.